Manufacturer narrative:
.

Event description:
During review of programing and diagnostic history it was observed that the patient's vns device was tested during an office visit on (B)(6) 2016 and system diagnostics revealed high lead impedance. Follow-up with the treating neurologist indicated that this visit was the first device check following the patient's generator replacement surgery on (B)(6) 2015. Impedance with the new generator was normal at the time of generator replacement on (B)(6) 2015. Stimulation settings had been set at the same level as the prior generator. The physician checked the device on (B)(6) 2016 and high impedance was observed again. The physician reported that the patient's seizure condition has not worsened so he intends to continue with regular follow up at the present time. No patient manipulation or trauma has been reported. X-rays were submitted to the manufacturer and a sharp bend was observed in the lead where the wires exit the connector pin but no obvious lead fracture was noted. A possible pin insertion issue was also identified. No patient adverse events have been reported and no known surgical interventions have occurred.

Manufacturer narrative:
Date of event, corrected data: follow-up report #04 inadvertently did not update date of event. Suspect medical device, corrected data: follow-up report #04 inadvertently did not update suspect device, device manufacture date, corrected data: follow-up report #04 inadvertently did not update suspect device.

Event description:
A company representative mentioned that the generator migration or other normal body movements may have also contributed to slippage of the lead pin from the generator header.

Event description:
The physician reportedly believed that the migration may have contributed to the high impedance; however, high impedance was present for the patient's vns system before migration was observed by the physician. Analysis was approved for the explanted lead. Lead breaks were observed at several locations on the connector ring. Microscopy identified that several of the lead coil strands were mechanically damaged, preventing identification of the fracture type; however, several lead coil strands showed evidence of a stress-induced fracture. No pitting was observed, so it is unknown if stimulation was present when the break occurred. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Analysis for the explanted generator has not been approved to date. No additional relevant information has been received to date.

Event description:
Three chest x-ray images were reviewed due to the reported high impedance and generator migration, the latter of which is discussed in MFR. Report # 1644487-2018-00931. The provided x-ray images spanned multiple years. Within the images, it was observed that the lead pin was not completely inserted into the generator header during the patient's previous generator replacement surgery. The electrodes of the lead appeared normally in the patient¿s neck. The lead wire was not routed behind the generator in any of the provided images. No gross lead fractures or sharp angles were observed in the lead in the images from implant; however, a sharp angle was observed at the base of the connector pin in the images taken 3 months and 1.5 years after implant. It appeared that the migration of the generator contributed to increased tension on the lead at this location, causing the observed sharp angle. A possible lead discontinuity was observed in the main body of the lead in the most recent images; however, due to the quality of the image, the continuity of the lead could not be thoroughly assessed. Based on the images provided, the root cause of the initial high impedance is related to incomplete insertion of the lead pin into the generator header at generator implant surgery. It appeared that the migration of the generator later contributed to increased tension on the lead at base of the connector pin, causing the observed sharp angle and subsequent lead fracture. No additional relevant information has been received to date.

Event description:
High impedance was observed on the patient's device during a recent follow-up visit. The patient then underwent lead and generator replacement surgery. A photo provided of the lead prior to return to the manufacturer showed that the lead was received by the manufacturer's local office in two pieces; however, it is unclear if this was a result of explant surgery or if the lead was fractured prior to explant. The explanted lead and generator were received by the manufacturer for analysis, but analysis has not been approved for the devices to date. X-rays were provided to the manufacturer for review. The lead pin did not appear to be completely inserted into the generator header. The pulse generator feedthru wires appeared to be intact. No gross lead fractures were observed in the portion of the lead that was visible in the images; however, due to image quality the entire lead body could not be accurately assessed. Per the incoming report, the physician believed that the lead wire at the base of the connector pin appeared kinked, but review of the provided images did not identify sharp angles in the body of the lead visible in the images. The physician also reported that the generator appeared to be positioned two ribs lower than its original implant location. This report of generator migration is addressed in MFR. Report #1644487-2018-00931. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. The data identified that high impedance was present prior to and after the most recent significant change in impedance value, which occurred a few months after high impedance was initially identified. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.